Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. Visual analysis showed the device received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the dcs was returned to medtronic for analysis and delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule, which typically occurs when the capsule is subject to a bending force potentially after tracking through tortuous anatomy. There was no other damage noted to the remainder of the device. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Vascular access related complications, such as dissection, are known potential adverse patient effects per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was noted that the recapture of the valve may have been the cause, but this could not be confirmed. There was no information to suggest a failure to meet manufacturing specifications was related to these events. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect concomitant complaint device (evproplus-34 (serial: (B)(6))) at medtronic¿s quality l aboratory, visual analysis showed the device was received in its original packaging jar fully submerged in clear solution. All leaflets were in the closed position. All leaflets were flexible and intact; minor creases were noted on the leaflets. All commissures were intact. The frame showed no signs of damage. The valve was discolored showing evidence of blood contact. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was then deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Conclusion: this information does not impact the previously completed investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported the infold occurred after one recapture. It was reported that another deployment attempt was made with the same outcome. Of note, recapturing an infolded valve will not resolve the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Fluoroscopic valve load inspection for the new valve was not provided for review thus it is not possible to validate a good load with the new system. Upon deployment of the new valve just prior to the point of no recapture, an infold is noted. Despite the infold, the valve was released. It was reported that the infold spontaneously disappeared after release; however, the infold appears to still be visible immediately post release. The subsequent media file shows that at some point after deployment, the infold resolved. It was reported that a post implant dilatation was performed which could have contributed to the resolution of the infold. An aortic dissection was also reported; however, it is not possible to identify any aortic dissection with the media files provided. Conclusion: the investigation is ongoing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant of the first valve, a small aortic dissection was observed likely caused by the recapture. No treatment for the aortic dissection as the patient was hemodynamically stable. Following the valve implant, atrio-ventricular block was observed. Four days following the valve implant, a pacemaker was implanted. The patient was discharged six days following the valve implant. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve ((B)(6)) into a patient with aortic stenosis and insufficiency, the valve was loaded and the load was verified under fluoroscopy. The valve was released to 80% and the valve dislodged, therefore was recaptured. The valve was released a second time to 80% and an infold was observed. The valve dislodged again. A second recapture was performed. The implanter attempted to release the valve a third time to 80%, however, the infold persisted and the valve did not expand. The valve was recaptured and the entire system was withdrawn from the patient and replaced. The replacement valve (sn unknown) was loaded and the load was verified as successful using fluoroscopy. The valve was released to 80% and the formation of an infold was observed with the replacement valve. The implanter elected to release the valve due to its adequate position. When the valve was completed released, it was reported that the infold spontaneously disappeared. The valve was post dilated using a 25 mm balloon. Angiographic controls were successful and reported a gradient of 0 mmhg. It was noted that the patient was being evaluated for a permanent pacemaker placement. It was also noted that a small dissection had occurred in the ascending aorta, but the dissection did not generate issues for the patient. Follow up observation of the dissection was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evproplus-34 (unknown); product type: 0195-heart valves; implant date: (B)(6) 2024. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut pro plus valve; product ID: evproplus-34, (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.